Manufacturer narrative:
(B)(6). Device has not been explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) procedure with a zero-p device implanted at c5-6 on (B)(6) 2015. During routine follow-up x-rays, taken on (B)(6) 2015, an inferior 3.0mm titanium cervical spine locking screw was found to be broken. A second screw was thought to be broken, but was difficult to determine via the x-ray image. The patient is asymptomatic and has already fused; therefore, no revision procedure has been planned or scheduled. No additional information available. This report is 2 of 2 for (B)(4).